Event description:
Upon removal of the catheter from the body, the distal one centimeter portion of the polyurethane coating of the catheter had broken off. In addition, there was a through and through fracture of the polyurethane coating in the mid portion of the catheter. Pt underwent arterial ultrasound & colon flow doppler studies of the right leg with no evidence of the embolized catheter noted.